Event description:
Staph aureus. Information was received on may-2002 from the emergency room physician regarding a patient with "oa" of the right knee, who received one injection of synvisc in 2002. That evening the patient experienced knee pain and difficulty moving and bending knee. The patient went to the emergency room that night. The physician reports the patient's knee was warm to touch and patient had decreased rom. The next day symptoms worsened. A septic work up was done, fluid was aspirated and a culture grew out staph aureus. The physician started patient on IV ancef which patient will continue treatment for 4 weeks. The patient is reported as doing well. Genzyme qa reviewed the quality control and product documentation for synvisc lot b0121. The product was found to meet all specifications.